Event description:
It was reported that during use with bd nano¿ ultra-fine¿ pen needles 4mm x 32g the pen was difficult depress making it difficult to inject. The following information was provided by the initial reporter: consumer stated that the pen is sometimes difficult to depress, she also stated that she uses pressure and pushes when injecting to make sure that the needle is inserted deep into the skin.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that during use with bd nano¿ ultra-fine¿ pen needles 4mm x 32g the pen was difficult depress making it difficult to inject. The following information was provided by the initial reporter: consumer stated that the pen is sometimes difficult to depress, she also stated that she uses pressure and pushes when injecting to make sure that the needle is inserted deep into the skin.